Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blockb3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2025. Blockh6: imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e1605 captures the reportable event of tenesmus.

Event description:
It was reported that a patient who underwent spaceoar experienced severe rectal pain, tenesmus and thick mucus discharge. The patient had 7/8 treatments but since then the physician stopped the radiation treatment. Computed tomography (CT), magnetic resonance imaging (MRI) and colonoscopy were performed to understand if the patient's symptoms were related to the hydrogel injection, an abscess was found in the site of the hydrogel placement. The patient was admitted to the hospital, where was referred to a colorectal surgery who drained the abscess with good relief, he was put on antibiotics. The magnetic resonance imaging (MRI) showed a fistula between the gel and the rectum. The patient condition has improved.